Manufacturer narrative:
The device has been returned to medtronic (B)(4). However, the product analysis has not yet been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a magnum ii hi speed handpiece was ¿getting heated¿ and the motor had trouble starting prior to use. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
Additional information was received stated that before the case the footswitch was pressed and within a few seconds the motor of the handpiece heated up. UDI #: (B)(4). Date MFR. Rec: dec/7/2016. Device evaluation has been completed. Analysis could not confirm the reported event of overheating. The motor was not running when received. Pre-repair temperature could not be performed on the device. The hipot test failed on the device. The device motor cable assembly and other multiple parts on the device were found defective or rusted during repair. The device was repaired, tested to all manufacturing product specifications and returned to the customer. Methods: actual device evaluated; FDA visual inspection; FDA labeling evaluation; FDA results: degradation problem; FDA conclusion: device repaired and returned; FDA usage of device ¿ initial use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stated that before the case the footswitch was pressed and within a few seconds the motor of the handpiece heated up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.